Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in china (returned to rrc on 2022/08/29). The evaluation at the rrc confirmed that the guide pin at the jaw of the needle holder was missing. Additionally, signs of wear and tear/damage were identified at the handle and jaws, which is an indication of excessive force. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the needle holder without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this device is considered a spare part in the us. Therefore, no 510(k) is available.

Event description:
Olympus was informed that during a therapeutic pancreaticoduodena procedure the needle holder broke at the last step of the suture and a small fragment fell into the patient. As a consequence, the procedure was delayed by 3 hours and turned to open surgery to locate the broken fragment, which, however, could not be located. The intended procedure was completed using another similar device and the patient has reportedly recovered well.

Event description:
Olympus was informed that during a therapeutic laparoscopic pancreaticoduodena procedure, the needle holder broke at the last step of the suture and a small fragment fell into the patient. Therefore, the procedure was delayed by 3 hours and turned to open surgery to locate the broken fragment, which, however, could not be located. Then, an abdominal x-ray was performed which did not show any foreign objects inside the patient. The intended procedure was completed using another similar device and the patient has reportedly recovered well.